Manufacturer narrative:
Device evaluation: the field service engineer (fse) evaluated the ventilator and replaced an o-ring inside the exhalation filter which was causing a heavy leak. The ventilator passed all testing per manufacturer specifications and was returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator was not delivering volume. The patient was removed from the ventilator and placed on an alternate ventilator without harm or injury.